Event description:
It was reported that during a laparoscopic gastric bypass procedure, the active blade broke off of device. The broken blade was able to be retrieved through the trocar with no harm to the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the blade broken off and missing. During functional testing on a generator the device gave an error code 5. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Event description:
The patient had connection issues with the cassette. During the priming phase, the liquid began to pass through the line, but it was disconnected from the bag and the liquid leaked onto the floor. The patient reviewed all the cassettes she had at home and would send 2 companion samples with the same issue. This medical device report (MDR) is for the device involved in the incident, while 2 mdrs will be submitted against the companion samples with the same issue.